Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose level as high as in the 400's (mg/dl) and diabetic ketoacidosis. Reportedly, the pump was not delivering insulin due to multiple alarms that occurred indicating that there was a blockage in the tubing. The customer was treated with intravenous insulin drip and was released from the hospital on (B)(6) 2017. Reportedly, all the supplies were changed to address the event.